Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The patient experienced stimulation and therapy issues. The patient was unable to adjust stimulation. A new antenna was tried, placed programmer directly over ins and utilized recharger to turn stimulation on/off. All inconsistent results and was unsuccessful. Cause of the issue was not determined. No patient symptoms or complications were associated with this event. It was later reported on (B)(6) 2014 that the patient had trouble communicating with his patient programmer (pp) last week. The patient was able to communicate without the antenna. The patient received a new antenna which seemed to work okay but then on sunday it was reported that things were not working with the pp or recharger. The ins shut off. The ins was able to be turned back on again after placing the recharger and pp antenna over the implant. A communication problem was reported with the recharger. The recharger displayed the poor communication screen. The patient was very skinny and it was pretty easy to locate the ins. In fact it was a challenging time trying to find a good location to place the ins because he was so skinny. The patient had not adjusted the antenna dial yet. The antenna locate feature was attempted over the phone but all the patient could see was 60 and it never changed much from that point. The poor communication screen still displayed. The patient has a follow up appointment on (B)(6) 2014. It was additionally reported that the stimulation just shut off spontaneously today, on (B)(6) 2014. The patient was unable to get the stimulator to turn back on with his recharger or pp. The patient got ¿no communication¿ from either device. The company representative plans to meet the patient on (B)(6) 2014. The patient was scheduled for an appointment on (B)(6) 2014. The company representative reported on (B)(6) 2014 that the patient needed to recharge, as his battery was discharged. An antenna locate was performed and excellent coupling was obtained. The patient recharged the ins to at least ¼ in the presence of the company representative. At that time the stimulation was turned on. The programmer communicated without problem and the patient was receiving effective stimulation. The patient was going to go home and charge his stimulator fully. The company representative will see the patient again on (B)(6) 2014 to confirm that everything was going as he would like.